Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient¿s deep brain stimulation implantable pulse generator (ipg) no longer kept a charge, requiring recharging the ipg a couple of times per day. The patient had cerebral palsy and developed dystonia, which required high device settings. The physician attempted to turn down the amplitude from 5.9v to 3.5v to extend the charging interval, but this was unsuccessful. The current output was 7.2 ma with an electrode configuration of 0+ 1- 2+, pulse width of 100 microseconds, and a rate of 200 hz. The patient was using multiple groups and reported good coupling with 6 out of 8 bars. A session report was obtained and reviewed, showing that over six days, the ipg did not deplete past 50% except once. A recharge interval calculation indicated that the device should be depleted from 100% in 10.8 days at the current settings. The patient has a wireless recharger, and the caller confirmed the patient is competent in using the external device. Further analysis was requested, including obtaining a json file to review device data. The agent also indicated that the wireless recharger does not need to be replaced for now, as it doesn't seem to be the issue. No patient complications have been reported as a result of this event. See related event pe (B)(4).

Event description:
Additional information was received from manufacturing representative (rep). Rep reported that patient's battery is rapidly depleting. Patient (pt) has been monitoring for the past few days and is seeing the battery deplete from 100% down to 20% within 8 hrs. Patient is needing to charge 2x/day. Reviewed attached last session report from hcp office and ran a longevity estimate based on the following settings: 5.9v, 100 us, 200hz, impedance 821 ohms, used 24hrs/day: 100-25%: 8.1 days, 100-0%: 10.8 days. Pt has reported a car accident that happened (B)(6) 2024. Pt noticed change in charging (B)(6) 2025. Symptoms reported today: tightening in leg muscles which is more since car accident and weather changes. Chest muscles have not been a problem for the dystonia.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.